Event description:
The manufacturer received information alleging that a trilogy evo USA ventilator inoperative. At the time of the reported event, the device was not in patient use. No harm or injury was reported. The device has not been returned to the manufacturer for evaluation. The investigation is ongoing. If additional information becomes available, a follow-up medical device report (MDR) will be submitted as appropriate.